Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part: 03.010.010, lot: 1758526, manufacturing site: hägendorf, release to warehouse date: 31. Oct. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil selected flow: device interaction/functional visual inspection: the visual inspection of the returned aiming arm has shown wear marks on the surface of the instrument. Additionally the thread were the insertion handle will be attached is damaged. Functional test: the two returned parts were assembled, and it was found that due to the damaged threads on the aiming arm and the insertion handle it is not possible to connect the part easily together. A lot of force is necessary to completely connect the parts together. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the received condition of the part is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in october 2007 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. We suppose that the damages were caused due to wear and tear over the years. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had removal surgery of aiming arm but after reattachment, the aiming arm would not attach securely to nail insertion handle and when drilled through, missed the hole in the nail. The surgeon had to remove the aiming arm entirely and drill bit entered bone at angle different to nail holes. The surgery was delayed 5 minutes. The procedure was completed successfully. The patient outcome was unknown. Concomitant device reported: unknown nail (par#: unknown, lot#: unknown, quantity#: 1); unknown drill sleeve (par#: unknown, lot#: unknown, quantity#: 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.